Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 70-100 mg/dl. The suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. The customer reported that they fell out of bed and broke their foot because of the low bg level. Customer updated their settings to address the event.